Manufacturer narrative:
Concomitant medical products: evolutr-29-c valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dilated cardiomyopathy. It was also noted that the right ventricular (rv) lead was chronic pacing in dyssynchrony with the left ventricle. The lead remains in use and the patient received an upgraded pacing system. No further patient complications have been reported as a result of this event.